Manufacturer narrative:
(B)(4). The device sample was received by the manufacturer and investigation is in progress at the time of this report.

Event description:
The customer alleges that the doctor inserted the wire into the introducer needle and experienced kinking. Therapy was reported as being delayed/interrupted. No patient injury or consequence reported.

Manufacturer narrative:
(B)(4). The customer returned a guide wire and advancer. The guide wire was kinked at 3.5cm from the distal tip and had a displaced coil 1.5cm from the distal tip. The od of the guide wire measured 0.801 mm, which is within specification. The length measured 60.2cm, which was consistent with the graphic. A manual tug test confirmed that both welds were intact. Complaint verification testing could not be performed as the introducer needle was not returned for analysis. The customer returned the guide wire, which was kinked and had an offset coil, indicating some difficulty was encountered during insertion. A DHR review found no evidence to indicate a manufacturing related cause. The probable cause of the guide wire kinking during insertion through the needle could not be determined based upon the information provided and without a complete sample.

Event description:
The customer alleges that the doctor inserted the wire into the introducer needle and experienced kinking. Therapy was reported as being delayed/interrupted. No patient injury or consequence reported.